Event description:
It was reported that the lead exhibited reduced r-wave sensing of less than 2.5 mv, and increased capture threshold of greater than 2.5 v at 1 ms. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.